Event description:
Post-op 33 months, revison surgery was conducted due to delamination of surface. Surgeon estimated that high tension of ligaments at flexion and extension position caused breakage at medial posterior surface.